Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73k1800132 was manufactured on 10/08/2018 a total of (B)(4) pieces. Lot was released on 10/15/2018. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production p/n ae05ml auto endo5 ml lot# 73e1900346, samples were functionally inspected (fired) and issue reported "clips not loading properly" was not observed in the current manufacturing process the clips were loaded, closed and released correctly. Revision of fmea-08-029 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the clip would not advance in applier until the final click and it was not seated properly. The surgeon attempted to load roughly 5 clips and none of them would load properly. A different applier was used to finish the case.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. Two loose clips and a broken hook were also returned. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to load properly into the jaws and was successfully applied to over-stressed surgical tubing. The second clip was unable to load properly , and the next clip was out of position in the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. It was also observed that the jaw opening gizmo (jog) was not flush against the jaw legs which prevented the jaws from opening to full aperture. It could not be determined what prevented the jog from being flush against the jaw legs. The proximal end of the feeder was slightly bent due to the clip stacking. One of the tabs on the feeder was not formed correctly and was completely horizontal instead of being bent downwards. The sample was received with 9 clips remaining in the channel, indicating that 6 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned with 9 clips remaining in the channel, indicating that 6 clips were fired by the end user. Upon functional inspection, the first clip was able to load properly into the jaws and was successfully applied to over-stressed surgical tubing. The second clip was unable to load properly, and the next clip was out of position in the channel. The sample was disassembled , and it was found that the clips were out of position and stacking on one another in the channel. The proximal end of the feeder was slightly bent due to the clip stacking. One of the tabs on the feeder was not formed correctly and was completely horizontal instead of being bent downwards. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the clip would not advance in applier until the final click and it was not seated properly. The surgeon attempted to load roughly 5 clips and none of them would load properly. A different applier was used to finish the case.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip would not advance in applier until the final click and it was not seated properly. The surgeon attempted to load roughly 5 clips and none of them would load properly. A different applier was used to finish the case.